Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image and broken glass of charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely broken charged coupled device led to blurry image. The most probable cause of broken charged coupled device traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.